Event description:
The reporter indicated that the physician experienced difficulty inserting the leads and port plugs into the device. The cap screws had to be backed out with various attempts before the leads were successfully inserted.